Event description:
Pt has used indwelling foley catheter for a long time. Pt noted to have traumatic and chronic hypospadias. Catheter enters penis at base not the tip. Urine culture positive-klebsiella. Felt to have had traumatic urethral dissection sometime prior to this admission.